Event description:
It was reported to philips that the system gave an alert indicating the frontal beam rotate joystick had a runtime error, preventing c-arm movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non- non-emergency procedure was performed when the issue happened. The procedure was completed by restarting the system. Philips field service engineer (fse) conducted an onsite visit and confirmed the reported problem. Upon troubleshooting, fse identified that the flex arm joystick was not functioning. To resolve the problem, fse replaced the table-side controller and completed the necessary programming. After replaced the table side controller, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.